Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter contamination.

Manufacturer narrative:
Investigation: batch history (DHR) analysis, maintenance records and quality notifications were performed and no deviation was found for this lot. No photos / samples were taken by the client for evaluation, it was not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. In this way it is not possible to confirm the claim.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter contamination.